Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter is expected to be returned for evaluation.

Event description:
The complainant reported to nova diabetes care that his nova max link meter is missing the first digit in the lcd screen.

Manufacturer narrative:
Complaint is confirmed. A complete investigation could not be performed on the complainant's returned meter due to the condition of the lcd display. When the mode (m) button is pressed the meter powers on but the following lcd icons are missing: ctl icon, battery icon , first and second digits only the bottom line, third digit is completely missing. Based on condition of the returned device, there was no potential for the complainant to mistreat himself. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.